Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were scissoring when deployed. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r9357e. Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. A plastic bag with 9 malformed clips was also returned with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. However, it is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the condition found may include if the device is closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.